Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between january 15, 2013 ¿ january 16, 2013. Evaluation summary: the device was received for evaluation. Visual inspection revealed white particles between 0.04 to 4.50 mm in size, floating in the fluid of the bladder. The particles were in the fluid path. The particles were identified to be acrylic material via ftir spectrophotometric scanning. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a large volume intermate. This was noted during filling. There was no patient involvement. No additional information is available. This is report 1 of 2.